Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation, battery longevity data anomaly issue was observed on the device. No further information available.